Event description:
It was reported that wire/needle/cannula damaged or missing occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a broken or detached wire occurred. The sensor was inserted into the back of upper arm on (B)(6) 2025. Product was provided for investigation. An external visual inspection was performed and passed. A wire broken or detached was not found within the investigation window. The allegation was not confirmed. However, a broken or detached needle or cannula was found in connection to the reported allegation. The probable cause could not be determined. No injury or medical intervention was reported.